Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized about a week ago due to a low blood glucose level 34 mg/dl. The customer has been experiencing low blood glucose for a few times and would treat it with peanut butter or wheat bread. The customer was brought to the emergency room by an ambulance. Customer was wearing the insulin pump at the time of hospitalization. Customer was released and referred to their healthcare provider. There was also an episode of hyperglycemia with a blood glucose of 500 mg/dl even for not eating anything. The high blood glucose was treated with manual injections and bolus with insulin pump. Customer declined troubleshooting for high blood glucose and low blood glucose. The insulin pump will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Unit passed the dat test 0.08750 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.